Event description:
Iol was removed and replaced without complication due to the improper lens power implanted initially.

Manufacturer narrative:
Iol was received and diopter measured correct as labeled. The result of our analysis reasonably suggests this is not a manufacturing related issue. The iol met all manufacturing specifications prior to release.